Event description:
It was reported that patient underwent left hip revision surgery due to pain. Hip resurfacing was converted to total hip, with acetabular component of bhr system left in situ.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain. During the revision the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Approximately 6 years post bhr implantation, the patient underwent conversion to a thr due to hip pain. Per the revision operative report, it was evident that there was a significant reaction to the metal with discoloration, hypertrophy and necrosis of the synovial lining. Muscle damage, however, was minimal. Clear view of the acetabulum was possible. The component was not visually damaged or scratched and was appropriately verted and oriented. It was solidly fixed and was unrevised. The reported intraoperative findings are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed. A definitive root cause of the reported hip dislocations cannot be concluded. In addition, we cannot rule out the patient's complex past history of marijuana use, hip dysplasia, and obesity as contributory factors. Additionally, it cannot be concluded that the reported clinical reactions, hip dislocations and the reported pain were related to the implanted smith and nephew devices. It was noted that use of a competitor's (stryker) dual mobility liner, (stryker) femoral stem and (mathys) femoral head devices were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, "do not mix components from other manufacturers". Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.